Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, the supply pressure sensor does not work properly was observed. It was indicated that the most likely cause of the supply pressure sensor not working properly was due to was due to a system failure of the circuit board. There was no patient involvement.